Event description:
It was reported that the patient experienced withdrawal with the following symptoms: spasm; hot flashes and 'shakes'. The symptoms occurred following a pump replacement last month. No alarms were noted; pump logs do not indicate an issue with the pump. The reporter was 'unsure if compounding of medication is being done the same as it was with old pump'. The health care provider has been titrating medication since pump replacement. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 68.5mcg and morphine 2.5mg/ml. Follow-up information was requested but was not available at the time of this report.

Event description:
Additional information: the patient was feeling terrible.

Manufacturer narrative:
Catheter model: 8703w, lot # l42925, implanted: (B)(6) 1997, explanted: unk.

Manufacturer narrative:
(B)(4).